Manufacturer narrative:
Concomitant products: 1888tc lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient heard a lead integrity alert (lia) coming from their device and went to the closest emergency room. The patient's device was interrogated and it was noted that their right ventricular (rv) lead was fractured. The lead was explanted and replaced. The pateint is a participant in (B)(6). No patient complications have been reported as a result of this event.